Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device failed preventive maintenance was confirmed and replicated during laboratory testing. A preventive maintenance (pm) task was performed on the suspect pump module and the results show the suspect pump module failing the rate accuracy test. Patient side occlusion test showed the device occluding with a pressure of 12.97 pounds per square inch (psi). The suspect pump module was set for a functional test infusion programed for a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test was completed without any alarm or anomalies being noted. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side sensor was under the specified range of operation when applying zero force but performing within specification when applying full force. A known good pressure sensor was temporarily installed for testing purposes only and the pressure sensor and the patient side pressure sensor. The pump module passed alarming for occlusion on patient side with a recorded pressure of 10.80 psi; the acceptance range for this test is between 7.70 psi-12.70 psi. On (B)(6) 2025 at 10:33 pm the pump module alarmed for safety clamp open. At 10:46 pm an infusion was programed and started at a rate of 999 ml/hr and a volume to be infused (vtbi) of 1000 ml. The pump module alarmed for air in line two (2) times and for safety clamp open one (1) time. The infusion was restarted. At 10:49 pm the infusion was paused, and a secondary infusion was programed and started at a rate of 200 ml/hr and a vtbi of 50 ml. At 11:06 pm the secondary infusion completed and transitioned to primary infusion. At 11:25 pm the pump module alarmed for partial patient side occlusion alarm. The infusion was restarted. On (B)(6) 2025 at 12:07 am the infusion completed and transitioned to keep vein open (kvo). At 12:31 am the unit was channeled off. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection, incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the patient side pressure sensor. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.